Event description:
Consumer complaint of low blood glucose results. Caller states she normally reads 200 this time of day (fasting). Per the caller, back to back results in memory from this morning were 80mg/dl and 92mg/dl. Caller states she feels fine. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).